Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on without being connected to the charging cable. The product was returned and investigated for the power issue, however during investigation the adc device was too hot to hold while charging. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Usb charger and usb cable was returned with the reader. No evidence of customer stated that the power did not power on unless it was connected to a cable. The power turns off when the cable was disconnected. After that, the power did not power on even when connected to the cable. It was observed that the reader power on with cable however it gets too hot while charging. Visually inspection has been performed on the usb charger and usb cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and results were within specification range (4.75v-5.25v). Power adapter passed the testing. Built-in reader test was performed and all results were within specification. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage or burn marks were observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Further investigation was conducted, where a visual inspection was performed on the returned reader by using digital microscope and no visual anomaly was observed. The returned reader was brought to the bench for functional testing. The observation that the reader was not turning on was not confirmed when replacing the returned battery with a known good battery. The reader powered on when the known good battery was connected. The returned battery was measured to be within specification. The reader was connected via usb and the returned battery was observed to be charging successfully. The reader was powered off to conduct a power consumption test by using a keithley source meter to measure the current. The current draw on the returned reader was not within the specification. A cable tester was used to test the returned usb cable. No opens were observed. Performed load test on the returned power adapter and results were within specification range (4.75v-5.25v). A thermal camera was used to observe any hotspots on the reader. Hotspots were observed on u5, u13, and the cpu (central processing unit). Hpqe (hardware product quality engineering) determined that this issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter could result in faulty components, which in turn could cause components to overheat. The current consumption test was not within specification because of the components overheating. Therefore, this issue is not confirmed to use - incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on without being connected to the charging cable. The product was returned and investigated for the power issue, however during investigation the adc device was too hot to hold while charging. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.